Event description:
It was reported that during a balloon-assisted maturation (bam) treatment procedure, deflation difficulties were encountered and the balloon detached. The patient was undergoing bam in a radial-cephalic fistula on their right side. The symmetry balloon was inserted and inflation was performed to 8atms for 5sec. During deflation, utilizing an encore inflation unit, the physician noticed the balloon was taking longer than usual to deflate. He switched to a 20cc syringe; however, the balloon did not appear fully deflated under fluoroscopy. After approximately 3 minutes, the physician opted to remove the balloon while it was still partially inflated. While withdrawing the balloon through the super sheath, the balloon stretched and detached. The balloon was partially in the distal end of the sheath and partially out. The balloon was removed with the sheath and the procedure was completed. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a balloon-assisted maturation (bam) treatment procedure, deflation difficulties were encountered and the balloon detached. The patient was undergoing bam in a radial-cephalic fistula on their right side. The symmetry balloon was inserted and inflation was performed to 8 atms for 5 sec. During deflation, utilizing an encore inflation unit, the physician noticed the balloon was taking longer than usual to deflate. He switched to a 20 cc syringe; however, the balloon did not appear fully deflated under fluoroscopy. After approximately 3 minutes, the physician opted to remove the balloon while it was still partially inflated. While withdrawing the balloon through the super sheath, the balloon stretched and detached. The balloon was partially in the distal end of the sheath and partially out. The balloon was removed with the sheath and the procedure was completed. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
Visual and tactile examination of the returned device revealed the shaft was broken 899 mm distal to the strain relief and severely stretched for a distance of 135 mm. Microscopic examination of the proximal bond revealed the proximal touch up glue was present. Examination of the shaft noted that it had been microblasted at the location where the proximal balloon sleeve was attached. Approximately 31 mm of the balloon portion of the device was returned inside a 4fr introducer sheath. Blood was present inside the balloon which was not correctly rewrapped, but was still attached to the shaft. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the recommended sheath size sheath for this device is 5 french. (B)(4).